Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient is experiencing ineffective stimulation. An sjm representative was unable to resolve the issue with reprogramming. Subsequently, surgical intervention will be taken at a later date to address the issue.